Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited possible undersensing and out of range impedance warning. The implantable pulse generator (ipg) exhibited cardiac compass invalid data. The lead and ipg remain in use. No patient complications have been reported as a result of this event.